Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment of the silicone pad missing and further noted that the upper case lens was broken and the cable was damaged. The head was being sent on for repair and restock. (B)(4)

Event description:
It was reported that the silicone pad was missing on the radio frequency (rf) programmer head. The rf head was returned. No patient complications have been reported as a result of this event. It was further reported that the radiofrequency programmer head subsequently tested out of specification during manufacturer's analysis.